Event description:
It was reported that a patient experienced a breach in aseptic technique resulting in peritonitis coincident with continuous ambulatory peritoneal dialysis therapy. The peritonitis was manifested by cloudy effluent. The patient was not hospitalized for the event. The patient was treated with intraperitoneal (ip) vancomycin (2g every four days) and ip ceftazidime (1g daily) for antibiotic susceptibility testing for peritonitis. The patient was also treated with oral fluconazole (50mg daily) for peritonitis. Six days after starting treatment, ceftazidime treatment was discontinued. Sixteen days after that, treatment with vancomycin and fluconazole were discontinued. Extraneal and physioneal therapies were ongoing. The patient was retrained on aseptic technique. At the time of this report, the patient was reported to be recovering from the event of peritonitis. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned for analysis; therefore, no evaluation could be performed. Proper user instructions are addressed in "the homechoice and homechoice pro apd systems patient at-home guide¿, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. If additional relevant information becomes available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The patient was reported to have fully recovered from the event of peritonitis, (previously recovering). Should additional relevant information become available, a supplemental report will be submitted.